Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of rash ("skin eruption") in a (B)(6) female patient who had essure (batch no. A90482) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criterion medically significant), fatigue ("almost chronic fatigue"), pruritus ("itching"), tendonitis ("recurrent tendinitis"), vertigo positional ("vertigo when she stand up"), weight increased ("unjustified intake of weight") and myalgia ("muscular pain of the lower limbs"). At the time of the report, the rash, fatigue, pruritus, tendonitis, vertigo positional, weight increased and myalgia outcome was unknown. The reporter provided no causality assessment for fatigue, myalgia, pruritus, rash, tendonitis, vertigo positional and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: after company internal review the event skin eruption was considered a serious event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 29-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of rash ("skin eruption") in a 49-year-old female patient who had essure (batch no. A90482) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criterion medically significant), fatigue ("almost chronic fatigue"), pruritus ("itching"), tendonitis ("recurrent tendinitis"), vertigo positional ("vertigo when she stand up"), weight increased ("unjustified intake of weight") and myalgia ("muscular pain of the lower limbs"). At the time of the report, the rash, fatigue, pruritus, tendonitis, vertigo positional, weight increased and myalgia outcome was unknown. The reporter provided no causality assessment for fatigue, myalgia, pruritus, rash, tendonitis, vertigo positional and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.